Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) device similar to device under 510(k) p140016. (B)(4). Summary of investigational findings: as per IFU the zenith alpha graft is not indicated for treatment of patients having dissection. Additionally, the zenith alpha graft is designed to treat proximal aortic necks distal to either the left subclavian or left common carotid artery. The graft should never be placed proximal to the trailing edge of the left common carotid artery, as in this case. The product was used off-label. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2015, a proximal component (zta-pt-32-28-201, lot # e3385063) was implanted without difficulty. The left subclavian artery (lsa) was covered with the proximal zone of stent graft implantation being in zone 1. No additional procedures were performed. On the final completion angiogram, there was no evidence of an uncorrected endoleak. On (B)(6) 2015 (3 days pp), a follow-up CT showed a type ia (proximal end) endoleak which had not been present on the previous film read. There was evidence of false lumen perfusion with the source noted as ¿residual flow over primary entry.¿ on (B)(6) 2016, the patient was hospitalized for a secondary intervention to treat the type I endoleak. The patient underwent ¿proximal neck angioplasty under pacing.¿ at the completion of the procedure, there was no evidence of an uncorrected endoleak. On (B)(6) 2016, the patient was discharged. On (B)(6) 2016, the patient underwent a secondary intervention due to ¿false lumen patency¿. The site reported that a covered stent was placed from the ¿true lumen to the right renal artery¿. No information is available regarding what device was deployed. Additional information received 04apr2017: on (B)(6) 2017 (413 days post-procedure), the patient underwent a secondary intervention for aneurysm expansion, false lumen enlargement, and false lumen patency. During the si, a distal extension was implanted and the right renal artery was embolized, as treatment prior to a cook fenestrated stent-graft (procedure date unknown). At the conclusion of the si, a type ib endoleak was left uncorrected and there was evidence of false lumen perfusion from a re-entry tear distally. Patient outcome: the patient was discharged from the hospital on (B)(6) 2017 (421 days post-procedure).

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Additional information received 08aug2017: on (B)(6) 2016 (91 days pp), a proximal type I endoleak was noted. This was reported as related to procedure but not related to device. On (B)(6) 2016 (339 days pp), the patient was diagnosed with gerd. On (B)(6) 2016 (340 days pp), the 12 month follow-up CT was completed. The maximum aneurysm diameter was 91 mm. The false lumen was completely thrombosed at the level of the stented segment of the aorta and partially thrombosed above the stented segment of the aorta. No progression of dissection was seen. There was no evidence of endoleaks, migration, or collapse of the proximal component. There was evidence of false lumen perfusion from a secondary entry tear which resulted in secondary intervention (B)(6) 2017. This was reported as not related to either device nor procedure.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: re-investigation due to additional information provided on 08aug2017. The investigation of this complaint was based on review of complaint history, device history records and the instructions for use (IFU). A dissection patient was treated with the use of zenith alpha thoracic endovascular grafts. As per IFU, the alpha graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations with dissections. It is therefore not possible to evaluate the performance of the device in this case. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). Device similar to device under 510(k) p140016. (B)(4). Investigation is still in progress. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2015, a proximal component (zta-pt-32-28-201, lot # e3385063) was implanted without difficulty. The left subclavian artery (lsa) was covered with the proximal zone of stent graft implantation being in zone 1. No additional procedures were performed. On the final completion angiogram, there was no evidence of an uncorrected endoleak. On (B)(6) 2015 (3 days pp), a follow-up CT showed a type ia (proximal end) endoleak which had not been present on the previous film read. There was evidence of false lumen perfusion with the source noted as "residual flow over primary entry." On (B)(6) 2016, the patient was hospitalized for a secondary intervention to treat the type I endoleak. The patient underwent "proximal neck angioplasty under pacing." At the completion of the procedure, there was no evidence of an uncorrected endoleak. On (B)(6) 2016, the patient was discharged. On (B)(6) 2016, the patient underwent a secondary intervention due to "false lumen patency". The site reported that a covered stent was placed from the "true lumen to the right renal artery". No information is available regarding what device was deployed. Patient outcome: the patient was discharged from the hospital on (B)(6) 2016 and no further information has been received.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: re-investigation due to imaging received. The investigation of this complaint was based on review of complaint history, device history records and the instructions for use (IFU). The imaging review confirms the reported type ia endoleak which was seen postoperatively. The patient initially has a type b descending thoracic aortic dissection with the entry tear just distal to the left subclavian artery (lsa). The thoracic aorta also shows aneurysmal degeneration with the proximal sac beginning 13 mm distal to the left common carotid artery (lcca). All of these anatomic findings are outside of IFU for this thoracic device. Further, the distal thoracic aorta measures 39.6 x 39.3 mm in smallest diameter, which is also outside of IFU for the device size used (if used under the indication for taa repair). Per the report, a secondary intervention was performed in the interval since the previous study. On 16apr2016, ¿proximal neck angioplasty under pacing¿ was performed to treat the type 1a endoleak. No further details of the procedure are provided. Moreover, another secondary intervention was performed in the interval since the previous CT study. On (B)(6) 2017, placement of a distal extension component and embolization of the right renal artery was performed due to aneurysm expansion, false lumen enlargement, and false lumen patency. A type 1b endoleak was reportedly left untreated at the conclusion of this procedure with a plan for staged repair with a fenestrated stent graft. Further details of this secondary intervention procedure are not provided. As stated in previous report, a dissection patient was treated with the use of zenith alpha thoracic endovascular grafts. As per IFU, the alpha graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations with dissections. It is therefore not possible to evaluate the performance of the device in this case. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.